Event description:
It was reported by service report that the scale was inaccurate and the bed drifted down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cells. Nylon nuts on lift motors.